Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). The device history record (DHR) for 00515047501 lot number 63928814, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from kikugawa general hospital that the product did not work at all after opening. On (B)(6) 2019, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device had corrosion on the battery terminals. The product was opened prior to returning for evaluation. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047501 was not working due to battery corrosion, it cannot be determined from the information provided what actually caused the batteries to corrode. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
The product did not work at all after opening. This caused a 0-15 minute delay for the surgery but there was no harm involved. Investigation found that batteries had leaked. No adverse events were reported as a result of this malfunction.